Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (mother) reported that the adc freestyle libre reader was indicating connection to computer when it was unconnected. The caller reported that due to issue, customer was unable to monitor blood glucose or adjust insulin pump (non-adc device). The customer subsequently became unresponsive and experienced seizure and loss of consciousness. Paramedics were called and transferred customer to hospital, were he was diagnosed with hypoglycemia and administered unspecified treatment. There was no report of death or permanent injury associated with this event.